Event description:
A peritoneal dialysis (pd) patient's contact a cycler screen was dim during ready. The display brightness was set to 10. The patient rebooted the cycler, but the issue remained. Therefore, the fresenius technical support representative issued a cycler replacement, but advised to continue using this cycler in the meantime. Upon follow up, it was confirmed that the patient was able to complete treatment the day of the reported event on the cycler and the following days until the replacement arrived, as they had been advised to continue using it. The liberty cycler replacement has been sent to the patient, and confirmed that they received it on (B)(6) 2025 as expected, and stated that the patient has been able to use it and has completed every treatment with no further issues. No patient adverse effects were experienced and no medical intervention was required. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical analysis. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the pump.there were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Screen brightness check failed- when powering on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained dim. An internal inspection of the cycler found a short on t1 of the inverter board with lot code 2443 which reflects the transformer has p155 insulation thickness. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became operational. Screen brightness check passed. Voltage check test passed. An internal visual inspection of the returned cycler was performed. Encountered a damaged ic24 on the I/o board. There were visual indications of dried fluid under the pump assembly on the bottom cover. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. The device history record did not reveal any issues or problems related to the reported symptom code(s). Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the inverter board.